Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found a cracked side rail release lever. The technician replaced the side rail release lever to resolve the issue.